Event description:
On 19-sep-2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 362 mg/dl after the device was shut down. The user's caregiver performed a supply change, verified insulin delivery, and the ilet resumed dosing as intended. Glucose values returned to range without outside medical intervention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.